Event description:
It was reported that during an unspecified coronary treatment procedure the shaft of a 2.5x15mm maverick balloon catheter broke while in the guide catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).